Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with seizures and a heart rate in the thirty beats per minute range, indicating the cardiac resynchronization therapy defibrillator (crt-d) was not pacing. The right ventricular (rv) lead was noted to exhibit falling r-waves over the last two months. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.